Event description:
The customer called and reported the insulin pump resetting following each battery change. It was advised that the reset typically occurs after the battery is out of the insulin pump for more than 10 minutes. Customer stated the battery was not out for 10 minutes. The customer stated there were no alarms, only low battery alarms. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specifications range. No unexpected low battery or off no power alarms noted. However, unexpected restart alarm after battery change and unexpected memory reset due to broken solder joint on interface board. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.